Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v915103, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
The consumer reported that she was having issues with her patient programmer. It was also noted that she had pain; it was stabbing her to death. Additional information from the health care professional (hcp) reported that the stim (painful stim) was like knives shooting into the patient. The status of the implantable neurostimulator was confirmed on with the programmer. The amplitude was decreased and it eliminated the uncomfortable stimulation. A sudden change in therapy/ symptoms was noted. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. There was no further information provided about this event. If additional information is received, a follow up report will be sent.